Manufacturer narrative:
The review of the prismaflex m100 set device record and complaint history files for lot no:13k2803g shows no manufacturing anomaly and no similar complaint. The prismaflex m100 set was not returned for investigation since it was contaminated. Nevertheless, pictures of the involved product were provided. In the pictures, the effluent pump segment is disconnected from the support plate. There was no leakage reported during the priming of the product and beginning of treatment before the event. The exact root cause of the reported event remains unk.

Event description:
(B)(4).